Event description:
A customer reported that the vitrectomy function did not work during a procedure. Another system was used to complete the case following a 20 to 30 minute delay. There was no harm or injury to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and reseated the cables in the fluidics controller. The system was then tested and met all product specifications. No samples are returning for evaluation, therefore steps can not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).